Event description:
According to the event description: the patient was receiving vancosa 1g (gram), mixed with nacl 250ml (milliliters) infusion in 2 hours, i.e. 125ml/h (milliliters an hour). It seemed that the antibiotic started to drop. At 1:55 it was noticed that there was significantly more left in the bottle than there should be. According to the volume limit, there should have been about 40ml (milliliters) left in the bottle, visually estimated with a colleague, there was about 150ml (milliliters) left in the bottle.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. General information: complaint: (B)(4). Information to the sample: model: infusomat space; article number: 8713050; serial number/batch: (B)(6); software version: l030003; hours of operation: 19388; further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The device history files from 2024-10-11 and 2024-10-12 were investigated. A space line was selected and the infusion started with a rate of 125ml/h and a volume of 250ml about 2 hours on 2024-10-11 at 23:54 pm. During the infusion s line change was performed and the infusion was continued. On the next day at 01:50am the pre-alarm "vtbi near end" occurred. The infusion was stopped and a new volume was selected. At this time, 240,35ml was infused. No other abnormalities were found. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,49%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.